Event description:
It was reported that the ilet displayed repeated pairing attempts with a dexcom g7 sensor, reverted to ¿start sensor,¿ and then issued a ¿replace sensor now¿ alert after guided troubleshooting that included a device restart, magnet trick, and re-entry of the pairing code; a contemporaneous fingerstick glucose was 186 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to activities of daily living and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed persistent loss of cgm communication and unsuccessful sensor pairing consistent with a sensor-related communication or pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or sensor-related pairing failure with no evidence of ilet hardware malfunction.